Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation the treating physician had difficulty accessing the left superior pulmonary vein (lspv), with several attempts required. The lspv was treated and the catheter was repositioned in the left inferior pulmonary vein (lipv) at which time a drop in blood pressure and pericardial effusion were observed. Surgical repair of a cardiac perforation was successfully performed in the left atrial appendage (laa), with the patient reported as recovered the day after the procedure. It is believed the perforation occurred when trying to access the lspv.

Manufacturer narrative:
No device deficiency reported. Cardiac perforation, tamponade, and pericardial effusion are known potential adverse events of catheter ablation procedures.